Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The distal tip (cone) of the delivery system slid off on the wire. The device was removed from the packaging and was in the process of being prepped. After flushing the catheter the stent was run through the catheter. At this point the distal tip slid down the wire it was attached to. The stent did not enter the patient. The case was completed with another stent without issue. Evaluation of the returned device on august 4, 2015 part of the tip was worn away. The damage to the tip was extensive enough to expose the guidewire lumen longitudinally. The piece that wore off of the distal tip was not included the received packaging.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.